Event description:
It was reported that patient's ipg migrated and began hitting the patient's hip bone. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg was explanted, replaced, and the pocket was repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.